Event description:
Pulmonetic systems, inc. Received a call from a representative of healthcare, on 07/19/02, reporting the following problem: unit shuts down by itself with alarm. Customer contacted on 8/15/02 to verify status of unit.